Manufacturer narrative:
The exact date of event is unknown and therefore, the date of event is listed as (B)(6) 2022. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The valve of the vizigo¿ sheath is broken. The service stated that the anti-reflux valve at the level of the handle was broken, resulting in an overflow of blood when it was introduced into the patient. The rapid reaction of the practitioner who avoided the consequences for the patient. Another sheath of the same reference was used to successfully complete the procedure. There were no patient consequences.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 31-aug-2022. The device evaluation was completed on 09-sep-2022. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. The valve of the vizigo¿ sheath is broken. The service stated that the anti-reflux valve at the level of the handle was broken, resulting in an overflow of blood when it was introduced into the patient. The rapid reaction of the practitioner who avoided the consequences for the patient. Another sheath of the same reference was used to successfully complete the procedure. There were no patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record (DHR) evaluation was performed for the finished device 00001905 number, and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)